Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient had two bent cannulas and one infusion set site that came off. The patient experienced high blood glucose level, which he tried to self-treat by giving a correction through his pump. His highest blood glucose level was reported to be 600 mg/dl. Thereafter, the patient went to the emergency room where he stayed for seven hours and received intravenous fluids and insulin drip. Subsequently, the patient was admitted to the hospital for high blood glucose level and diabetic ketoacidosis. It was reported that bent cannulas and one infusion set site that came off were the suspected causes of hospitalization. As corrective treatment, he received intravenous fluids and insulin injection, which resolved the issue. On (B)(6) 2019, the patient received insulin treatment via intravenous route and was still connected to his pump. He received an occlusion alarm and then, he removed all his supplies. On (B)(6) 2019, the patient installed new supplies onto the pump and was able to deliver insulin. However, the correction he gave through his pump did not seem to have brought down his blood glucose level. Furthermore, the patient had not received any alerts or alarms. The infusion set had been in use for less than three days. There was no permanent damage to the patient and he was released from the hospital on the same day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.